Event description:
It was reported that, "product opened onto the field, and it was noticed that there was some type of residue on the backside of the implant. Decided not to use. Had a backup of the same item for surgery."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.